Manufacturer narrative:
Concomitant products: product ID 7438, serial # (B)(4), implanted: (B)(6) 2002, product type programmer, patient; product ID 748266, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0210013v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0210013v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported the patient¿s tremor control on the right side was not as good as it used to be since having a heart test. The control had not been good for about two years. Since the year previous, the patient had degenerated to not having balance. It was stated the patient was in danger of falling due to the balance issue. It was indicated the patient had spoken to their healthcare provider about the issue. Additional information has been requested, a follow up report will be sent if additional information is received.